Manufacturer narrative:
Additional contact: (B)(4).

Event description:
Information was received indicating that while in use, a smiths medical cadd legacy plus pump exhibited no disposable and pump won't run alarm. It was noted that setting was reviewed, tubing was clamped at the port the port site and cassette was removed and air bubbles were noted on the cassette. It was also reported that cassette was massaged while pressing down the green flow stop and then tapped in a firm surface. The cassette was reattached, and pump was restarted but the alarm persisted. No patient consequences were reported. No adverse effects were reported.